Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system in the operation manual.¿ 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 wear the 3d glasses supplied with the 3d monitor. 3 observe the palm of your hand in the wli and nbi endoscopic images. 4 confirm that light is output from the endoscope¿s distal end. (See figure 3.20) 5 adjust the brightness level as appropriate. 6 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 7 wear the 3d glasses again. 8 close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that no difference of color and brightness between the right-eye and left-eye images is observed. 9 touch the target object using an endotherapy accessory while observing the 3d endoscopic image to confirm that a sense of depth is normal. 10 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11 turn the angulation control levers slowly in each direction until it stops. 12 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a pinhole on the universal cord. The device evaluation found communication error code b30 was displayed. In addition, the evaluation found the following; the bending section cover had a scratch, the adhesive on the bending section cover had a chip, switch 1 had discoloration, the venting connector on the light guide connector was damaged and had corrosion, the venting connector on the light guide connection had discoloration, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the video connector case had a crack, the video connector, on the slave side, was deformed and the bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had an air/water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; communication error code b30 was displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.